Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/migration of essure device location of device: uterus"), pregnancy with contraceptive device ("post implant pregnancy/pregnancy (no complication) first pregnancy after essure implant") and cellulitis ("rashes or skin conditions type: cellulitis") in a (B)(6) year-old female patient who had essure (batch no. B53029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective/unilateral occlusion (right tube occluded)". The patient's medical history included postpartum depression, pap smear abnormal, cesarean section, gravida ii and parity 2. Patient denies diabetes mellitus, douching, new partner, pessary use or recent antibiotics. Previously administered products included for an unreported indication: sprintec. Concurrent conditions included obesity and morbid obesity. Concomitant products included oral contraceptive nos for contraception as well as butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2015 and norgestimate since (B)(6) 2015. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), vaginal discharge, migraine ("migraines") and headache. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain"). In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 10 months 18 days after insertion of essure. On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced irritable bowel syndrome. On an unknown date, the patient experienced cellulitis (seriousness criterion medically significant), menstrual disorder ("persistent menstruatiori issues"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal discomfort ("vaginal irritation"), depression and anxiety ("mental anguish") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, cellulitis, menstrual disorder, fatigue, vaginal discharge, weight increased, vulvovaginal pruritus, vulvovaginal discomfort, migraine, headache, depression, anxiety and irritable bowel syndrome outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The elective caesarean delivery occurred on (B)(6) 2014. The apgar scores were 2, 3 and 7 (at 1, 5 and 10 minutes). The reporter considered anxiety, cellulitis, depression, device dislocation, fatigue, headache, irritable bowel syndrome, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vulvovaginal discomfort, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: this case was linked to second pregnancy case (B)(4). Discrepant dates provided for delivery (first pregnancy after essure insertion): pfs 1(B)(6) 2014, mr (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Ultrasound scan vagina - on an unknown date: results: unilateral occlusion (right tube occluded). Cervical high risk (B)(6) dna test (B)(6). Findings: fetal biophysical profile scan was performed. Single live intrauterine pregnancy is identified. Fetus is vertex in present. Fetal cardiac activity was visualized during the examination. Measured peak fetal cardiac heart rate was 152 beats per minute. Appropriate episodes of fetal tone, gross body movement, and fetal breathing were visualized during the examination. Amniotic fluid index is within normal limits. Afi is 20.6 cm. Findings correspond to fetal biophysical profile score of 818. Impression: fetal biophysical profile score is 8/8, afi is 20.6 cm as described above concerning the injuries reported in this case, the following ones were described in patient's medical records: vaginal discharge, pregnancy with contraceptive device, device dislocation and vulvovaginal pruritus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: plaintiff fact sheet received. Other relevant history updated. Events: gastrointestinal or digestive system condition: irritable bowel syndrome, she did not undergo essure confirmation test were newly added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ migration of essure device location of device: uterus') in a 26-year-old female patient who had essure (batch no. B53029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective/ unilateral occlusion (right tube occluded)". The patient's medical history included postpartum depression, pap smear abnormal, cesarean section, multigravida, parity 5 ((B)(6) 2008, (B)(6) 2010, 14(B)(6) 2012,), hypersomnolence, narcolepsy, cataplexy, obesity, postoperative nausea, postoperative vomiting, depressive disorder, esophageal reflux, cesarean section, tonsillectomy, dental operation, diabetes, threatened abortion, antepartum, back pain, white blood cell count high, vaginal discharge, flatus, pain, postpartum depression, migraine, costochondritis, cervical radiculopathy, chest pain, numbness of upper extremities, headache, pre-menopausal menorrhagia, irregular menstruation, gonorrhea, chronic cervicitis, loop electrosurgical excision procedure, multigravida, bacterial vaginosis, chlamydial infection and pregnancy with contraceptive device. Patient denies diabetes mellitus, douching, new partner, pessary use or recent antibiotics *cervical high risk human papillomavirus (hpv) dna test positive findings: fetal biophysical profile scan was performed. Single live intrauterine pregnancy is identified. Fetus is vertex in present. Fetal cardiac activity was visualized during the examination. Measured peak fetal cardiac heart rate was 152 beats per minute. Appropriate episodes of fetal tone, gross body movement, and fetal breathing were visualized during the examination. Amniotic fluid index is within normal limits. Afi is 20.6 cm. Findings correspond to fetal biophysical profile score of 818. Impression: fetal biophysical profile score is 8/8, afi is 20.6 cm as described aboved. Previously administered products included for an unreported indication: sprintec. Concurrent conditions included obesity, morbid obesity, muscle weakness, facial swelling, pain ear, lymphadenopathy, submaxillary gland swelling, threatened abortion, irritable bowel syndrome, muscle spasms, irregular periods, cystic fibrosis, dysplasia, dysuria, heavy periods, pubic pain and pelvic pain. Concomitant products included oral contraceptive nos for contraception as well as butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2015 and norgestimate since (B)(6) 2015. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/ pelvic area"). In 2014, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy/ pregnancy (no complication) first pregnancy after essure implant"), 10 months 18 days after insertion of essure. On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced cellulitis ("rashes or skin conditions type: cellulitis"), menstrual disorder ("persistent menstruatiori issues"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal discomfort ("vaginal irritation"), depression ("depression"), anxiety ("mental anguish") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, cellulitis, menstrual disorder, fatigue, vaginal discharge, weight increased, vulvovaginal pruritus, vulvovaginal discomfort, migraine, headache, depression, anxiety, irritable bowel syndrome and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The elective caesarean delivery occurred on (B)(6) 2014. 3756.31g was the reported birth weight. The apgar scores were 2, 3 and 7 (at 1, 5 and 10 minutes). The reporter considered anxiety, cellulitis, depression, device dislocation, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vulvovaginal discomfort, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: this case was linked to second pregnancy case (B)(4). Discrepant dates provided for delivery (first pregnancy after essure insertion): pfs (B)(6) 2014, mr (B)(6) 2014. Right side- 2 trailing coils, left side- 3 trailing coils patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Pathology test - on (B)(6) 2017: final diagnosis: a. Exocervix, leep conization: severe squamous dysplasia. Cin-3/hsil) involving the cervical transformation zone. Exocervical and endocervical resection margins negative for dysplasia. Acute and chronic cervicitis. B. Endocervix, leep conization: portions of endocervix with no significant pathologic change; negative for dysplasia. Endocervical resection margin negative for dysplasia. Pre and post operative diagnosis: moderate cervical dysphagia. Ultrasound scan vagina - on an unknown date: results: unilateral occlusion (right tube occluded). X-ray - on (B)(6) 2015: frontal and lateral chest x-ray: lungs are clear without confluent infiltrate.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal discharge, pregnancy with contraceptive device, device dislocation and vulvovaginal pruritus. Lot number: b53029. Manufacture date: 2013-07. Expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received reporter information and medical history were added. There was no significant change in the medical context of case as per mail update only imdrf /FDA code changes done. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ migration of essure device location of device: uterus') in a 26-year-old female patient who had essure (batch no. B53029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective/ unilateral occlusion (right tube occluded)". The patient's medical history included postpartum depression, pap smear abnormal, cesarean section, multigravida, parity 5 ((B)(6) 2008, (B)(6) 2010, (B)(6) 2012,), hypersomnolence, narcolepsy, cataplexy, obesity, postoperative nausea, postoperative vomiting, depressive disorder, esophageal reflux, cesarean section, tonsillectomy, dental operation, diabetes, threatened abortion, antepartum, back pain, white blood cell count high, vaginal discharge, flatus, pain, postpartum depression, migraine, costochondritis, cervical radiculopathy, chest pain, numbness of upper extremities, headache, pre-menopausal menorrhagia, irregular menstruation, gonorrhea, chronic cervicitis, loop electrosurgical excision procedure and multigravida. Patient denies diabetes mellitus, douching, new partner, pessary use or recent antibiotics *cervical high risk human papillomavirus (hpv) dna test positive findings: fetal biophysical profile scan was performed. Single live intrauterine pregnancy is identified. Fetus is vertex in present. Fetal cardiac activity was visualized during the examination. Measured peak fetal cardiac heart rate was 152 beats per minute. Appropriate episodes of fetal tone, gross body movement, and fetal breathing were visualized during the examination. Amniotic fluid index is within normal limits. Afi is 20.6 cm. Findings correspond to fetal biophysical profile score of 818. Impression: fetal biophysical profile score is 8/8, afi is 20.6 cm as described aboved. Previously administered products included for an unreported indication: sprintec. Concurrent conditions included obesity, morbid obesity, muscle weakness, facial swelling, pain ear, lymphadenopathy, submaxillary gland swelling, threatened abortion, irritable bowel syndrome, muscle spasms, irregular periods, cystic fibrosis, dysplasia, dysuria, heavy periods, pubic pain and pelvic pain. Concomitant products included oral contraceptive nos for contraception as well as butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2015 and norgestimate since (B)(6) 2015. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), migraine ("migraines") and headache ("headaches"). On 29-oct-2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/ pelvic area"). In 2014, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy/ pregnancy (no complication) first pregnancy after essure implant"), 10 months 18 days after insertion of essure. On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced cellulitis ("rashes or skin conditions type: cellulitis"), menstrual disorder ("persistent menstruatiori issues"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal discomfort ("vaginal irritation"), depression ("depression"), anxiety ("mental anguish") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, cellulitis, menstrual disorder, fatigue, vaginal discharge, weight increased, vulvovaginal pruritus, vulvovaginal discomfort, migraine, headache, depression, anxiety, irritable bowel syndrome and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The elective caesarean delivery occurred on (B)(6) 2014. 3756.31g was the reported birth weight. The apgar scores were 2, 3 and 7 (at 1, 5 and 10 minutes). The reporter considered anxiety, cellulitis, depression, device dislocation, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vulvovaginal discomfort, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: this case was linked to second pregnancy case (B)(4). Discrepant dates provided for delivery (first pregnancy after essure insertion): pfs 15-sep-2014, mr 13-nov-2014. Right side- 2 trailing coils, left side- 3 trailing coils. Patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Pathology test - on 06-apr-2017: final diagnosis: a. Exocervix, leep conization: severe squamous dysplasia. Cin-3/hsil) involving the cervical transformation zone. Exocervical and endocervical resection margins negative for dysplasia. Acute and chronic cervicitis. B. Endocervix, leep conization: portions of endocervix with no significant pathologic change; negative for dysplasia. Endocervical resection margin negative for dysplasia. Pre and post operative diagnosis: moderate cervical dysphagia. Ultrasound scan vagina - on an unknown date: results: unilateral occlusion (right tube occluded). X-ray - on 29-jun-2015: frontal and lateral chest x-ray: lungs are clear without confluent infiltrate.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal discharge, pregnancy with contraceptive device, device dislocation and vulvovaginal pruritus. Lot number: b53029 manufacture date: 2013-07 expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ migration of essure device location of device: uterus') in a 26-year-old female patient who had essure (batch no. B53029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective/ unilateral occlusion (right tube occluded)". The patient's medical history included postpartum depression, pap smear abnormal, cesarean section, multigravida, parity 5 ((B)(6) 2008, (B)(6) 2010, (B)(6) 2012,), hypersomnolence, narcolepsy, cataplexy, obesity, postoperative nausea, postoperative vomiting, depressive disorder, esophageal reflux, cesarean section, tonsillectomy, dental operation, diabetes, threatened abortion, antepartum, back pain, white blood cell count high, vaginal discharge, flatus, pain, postpartum depression, migraine, costochondritis, cervical radiculopathy, chest pain, numbness of upper extremities, headache, pre-menopausal menorrhagia, irregular menstruation, gonorrhea, chronic cervicitis, loop electrosurgical excision procedure and multigravida. Patient denies diabetes mellitus, douching, new partner, pessary use or recent antibiotics. Cervical high risk human papillomavirus (hpv) dna test positive. Findings: fetal biophysical profile scan was performed. Single live intrauterine pregnancy is identified. Fetus is vertex in present. Fetal cardiac activity was visualized during the examination. Measured peak fetal cardiac heart rate was 152 beats per minute. Appropriate episodes of fetal tone, gross body movement, and fetal breathing were visualized during the examination. Amniotic fluid index is within normal limits. Afi is 20.6 cm. Findings correspond to fetal biophysical profile score of 818. Impression: fetal biophysical profile score is 8/8, afi is 20.6 cm as described aboved. Previously administered products included for an unreported indication: sprintec. Concurrent conditions included obesity, morbid obesity, muscle weakness, facial swelling, pain ear, lymphadenopathy, submaxillary gland swelling, threatened abortion, irritable bowel syndrome, muscle spasms, irregular periods, cystic fibrosis, dysplasia, dysuria, heavy periods, pubic pain and pelvic pain. Concomitant products included oral contraceptive nos for contraception as well as butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2015 and norgestimate since (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/ pelvic area"). In 2014, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy/ pregnancy (no complication) first pregnancy after essure implant"), 10 months 18 days after insertion of essure. On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016 the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced cellulitis ("rashes or skin conditions type: cellulitis"), menstrual disorder ("persistent menstruatiori issues"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal discomfort ("vaginal irritation"), depression ("depression"), anxiety ("mental anguish") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, cellulitis, menstrual disorder, fatigue, vaginal discharge, weight increased, vulvovaginal pruritus, vulvovaginal discomfort, migraine, headache, depression, anxiety, irritable bowel syndrome and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The elective caesarean delivery occurred on (B)(6) 2014. 3756.31g was the reported birth weight. The apgar scores were 2, 3 and 7 (at 1, 5 and 10 minutes). The reporter considered anxiety, cellulitis, depression, device dislocation, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vulvovaginal discomfort, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: this case was linked to second pregnancy case (B)(4). Discrepant dates provided for delivery (first pregnancy after essure insertion): pfs 15-(B)(6) 2014, mr (B)(6) 2014. Right side- 2 trailing coils, left side- 3 trailing coils. Patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Pathology test - on (B)(6) 2017: final diagnosis: a. Exocervix, leep conization: severe squamous dysplasia. Cin-3/hsil) involving the cervical transformation zone. Exocervical and endocervical resection margins negative for dysplasia. Acute and chronic cervicitis. B. Endocervix, leep conization: portions of endocervix with no significant pathologic change; negative for dysplasia. Endocervical resection margin negative for dysplasia. Pre and post operative diagnosis: moderate cervical dysphagia. Ultrasound scan vagina - on an unknown date: results: unilateral occlusion (right tube occluded). X-ray - on (B)(6) 2015: frontal and lateral chest x-ray: lungs are clear without confluent infiltrate. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal discharge, pregnancy with contraceptive device, device dislocation and vulvovaginal pruritus. Lot number: b53029 manufacture date: 2013-07 expiration date: 2016-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ migration of essure device location of device: uterus') in a 26-year-old female patient who had essure (batch no. B53029) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective/ unilateral occlusion (right tube occluded)". The patient's medical history included postpartum depression, pap smear abnormal, cesarean section, multigravida, parity 5 ((B)(6) 2008, (B)(6) -2010, (B)(6) 2012,), hypersomnolence, narcolepsy, cataplexy, obesity, postoperative nausea, postoperative vomiting, depressive disorder, esophageal reflux, cesarean section, tonsillectomy, dental operation, diabetes, threatened abortion, antepartum, back pain, white blood cell count high, vaginal discharge, flatus, pain, postpartum depression, migraine, costochondritis, cervical radiculopathy, chest pain, numbness of upper extremities, headache, pre-menopausal menorrhagia, irregular menstruation, gonorrhea, chronic cervicitis, loop electrosurgical excision procedure and multigravida. Patient denies diabetes mellitus, douching, new partner, pessary use or recent antibiotics *cervical high risk human papillomavirus (hpv) dna test positive findings: fetal biophysical profile scan was performed. Single live intrauterine pregnancy is identified. Fetus is vertex in present. Fetal cardiac activity was visualized during the examination. Measured peak fetal cardiac heart rate was 152 beats per minute. Appropriate episodes of fetal tone, gross body movement, and fetal breathing were visualized during the examination. Amniotic fluid index is within normal limits. Afi is 20.6 cm. Findings correspond to fetal biophysical profile score of 818. Impression: fetal biophysical profile score is 8/8, afi is 20.6 cm as described above. Previously administered products included for an unreported indication: sprintec. Concurrent conditions included obesity, morbid obesity, muscle weakness, facial swelling, pain ear, lymphadenopathy, submaxillary gland swelling, threatened abortion, irritable bowel syndrome, muscle spasms, irregular periods, cystic fibrosis, dysplasia, dysuria, heavy periods, pubic pain and pelvic pain. Concomitant products included oral contraceptive nos for contraception as well as butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2015 and norgestimate since (B)(6) 2015. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/ pelvic area"). In 2014, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy/ pregnancy (no complication) first pregnancy after essure implant"), 10 months 18 days after insertion of essure. On (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced cellulitis ("rashes or skin conditions type: cellulitis"), menstrual disorder ("persistent menstruatiori issues"), vulvovaginal pruritus ("vaginal itching"), vulvovaginal discomfort ("vaginal irritation"), depression ("depression"), anxiety ("mental anguish") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, cellulitis, menstrual disorder, fatigue, vaginal discharge, weight increased, vulvovaginal pruritus, vulvovaginal discomfort, migraine, headache, depression, anxiety, irritable bowel syndrome and genital haemorrhage outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The elective caesarean delivery occurred on (B)(6) 2014. 3756.31g was the reported birth weight. The apgar scores were 2, 3 and 7 (at 1, 5 and 10 minutes). The reporter considered anxiety, cellulitis, depression, device dislocation, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vulvovaginal discomfort, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: this case was linked to second pregnancy case 2018-056543. Discrepant dates provided for delivery (first pregnancy after essure insertion): pfs (B)(6) 2014, mr (B)(6) 2014. Right side- 2 trailing coils, left side- 3 trailing coils patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.8 kg/sqm. Pathology test - on (B)(6) 2017: final diagnosis: a. Exocervix, leep conization: severe squamous dysplasia. Cin-3/hsil) involving the cervical transformation zone. Exocervical and endocervical resection margins negative for dysplasia. Acute and chronic cervicitis. B. Endocervix, leep conization: portions of endocervix with no significant pathologic change; negative for dysplasia. Endocervical resection margin negative for dysplasia. Pre and post operative diagnosis: moderate cervical dysphagia. Ultrasound scan vagina - on an unknown date: results: unilateral occlusion (right tube occluded). X-ray - on (B)(6) 2015: frontal and lateral chest x-ray: lungs are clear without confluent infiltrate.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: vaginal discharge, pregnancy with contraceptive device, device dislocation and vulvovaginal pruritus. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event abnormal bleeding, rcc note were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.